Event description:
This is a follow up report.

Manufacturer narrative:
This report was initially submitted on (B)(4) 2011. However, only one (1) acceptance acknowledgement from the electronic submission gateway (esg) was received. This report was then resubmitted on (B)(4) 2012 and all three (3) acceptance acknowledgments were received. Please note that the initial attempt to submit this report was on (B)(4) 2011.the coreid information received from the initial attempt for this MDR on (B)(4) 2011:(B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium results. The results were reported outside the laboratory, but were amended with results generated by another instrument in the laboratory prior to patient treatment; therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and replaced the chloride electrode tip. The fse also ran serum through the flowcell to stabilize the ion selective electrodes. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).